Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image was initially poor. Then the image was lost when irrigation was performed. The irrigation outage was lowered down, the controller was rebooted, the connection port of the spyscope was cleaned, the spyscope ds ii was removed and reinserted back into the controller; however, the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result o this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.